Manufacturer narrative:
According to the surgeon, the most likely reason for haptic plate damage was either a loading error or the damage occurred in the cartridge. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that haptic plate damage was noticed after crystalens implant. The ci-28 delivery device was used during the procedure. A capsular tear was also reported. The incision was enlarged to remove the crystalens and a sulcus lens was successfully implanted. Sutures were required. After lens implantation in the sulcus, the most current ucdva is 20/30. The patient's current status was described as doing fine. This event refers to the patient's left eye. Reference MDR # 2031924-2012-00056 for the delivery device.